Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noised was observed on the ra (right atrial) lead. No programming changes would change the detection of noise. Other past transmissions showed similar events. Lead revision was discussed. The patient was stable.

Event description:
New information received indicated that the lead was revised. The patient is stable with no issues or adverse events.

Manufacturer narrative:
A partial lead with the distal tip measuring 39.6 cm was returned or analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.